Event description:
Upon removing the needle from the access port, the needle was found to be sitting on top of the safety feature (wings) instead of being contained inside the wings. Although the safety feature did not enclose the needle as intended, there was no needlestick to healthcare personnel or patient.